Event description:
The dragonfly electrode was on a endotracheal tube. The tube was used to intubate the patient. It is used for nerve monitoring. As md was stimulating using the monopolar electrode he noticed that the dragonfly electrode was not picking up the stimulus to the nerve. It was working on everything it touched.I then called the company's 800 number and talked to a specialist from the company. After we told him how we had it hooked up and he determined we had it all set up the way it should be, he then told us it probably was the dragonfly electrode.he then told us it was probably defective and instructed us if possible to use another electrode. Surgeon asked anesthesiologist if he could replace the et tube with another tube with a new dragonfly electrode on it. He did and the new one worked perfectly.